Event description:
As reported, the patient stated their hip replacement device failed and as a result they have to undergo revision surgery along with bone loss replacement after 7 years of pain. Initial hip procedure approximately 93 months ago. Information provided indicates the patient is not currently revised. No further information available.

Manufacturer narrative:
D10 concomitants: 2669093 186-03-56 - integrip mh cup sz 56mm. 4127122 138-40-53 - novation gxl lnr 10 deg face 40mm ID, grp 3 cup. 4415382 170-40-00 - biolox delta femoral 40mm od, +0mm. 4789101 188-01-09 - wedge plasma x/o sz 9. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h3, h6. H3: the reason for the revision reported cannot be confirmed from the information provided but may be due to wear, osteolysis, loosening, infection, fracture, instability/dislocation, leg length discrepancy, and/or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.